Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The cycling being set 15 on 15 minutes was because it was pushed by accident during programming. The issue has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from rep. It was reported that the cause of the stimulation turning on/off unexpectedly was unknown. Confirmed adaptive stimulation was off. P atient reported stimulation turning on/off on both programs. The rep was planned to meet patient (B)(6) try trouble shooting. The issue was not resolved still in progress at the time of this report. Additional information was later received from rep indicating the patient's implant was checked (B)(6)2017 to inquire why patient was feeling stimulation every 15 min on and then off. They discovered that cycling was set for 15 on and 15 minutes off. It was reviewed with the caller that cycling has to be activated by someone, it is not a feature that defaults to being on. Patient was confirming the time frame. Impedances checked and showed all electrodes were in good therapeutic range. Rep was to turn cycling off and confirm that therapy was not cycling with patient before sending them home.no patient symptoms or complications were reported.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the ins was turning on/off unexpectedly. Patient reported that the therapy was turning on and off by itself. Patient reported that they had stimulation on prior to charging and after charging. A few minutes after charging the patient reported she did not feel stimulation. This has happened 7-8 times since (B)(6). Rep reported no adaptive stimulation was programmed, no error message was seen on the controller. During and after charging the patient had seen her normal screen. Rep stated that when patient increased or decreased stimulation, that was when she started to feel stimulation again. Unable to troubleshoot because lack of access to device. It was suggested that the rep meet up with patient and have patient try to reproduce the same situation and screen on the controller. No further patient symptoms or complications were reported in this event.